Manufacturer narrative:
The lot was manufactured between april 24, 2017 ¿ april 25, 2017. The device was received for evaluation. A visual inspection was performed and the bladder was noted to have been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem and no issues were noted. The reported condition was verified. The cause of the reported condition was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor had ruptured after filling. There was no patient involvement. No additional information is available.